Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (60 mg/dl) and glucose tablets were consumed. The contact thought that the low bg may be due to the settings on the continuous glucose monitor as the customer was new to the pump. Tandem technical support advised the contact to discuss the low bg with a healthcare provider.